Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014 for system explant due to possible infection. Shortly after the implant of this device and electrode in (B)(6) 2014, the patient developed a fever with complaints of a painful pocket. Visual observation did not identify a pocket infection.